Manufacturer narrative:
The needle was returned for investigation. Manufacturing records were reviewed and found that 1 electrical issue was recorded for this needle batch during production. Electrical testing was conducted and the needle passed all investigative testing and no failure was found. The needle's electrical properties were within specifications. The needle successfully passed the system tests and operated in cautery mode for one minute with no issues,

Event description:
It was reported that during a thaw cycle using an icesphere needle, the patient experienced muscle spasm. The patient was administered more anesthesia because the physician thought that the spasm was related to not enough anesthesia. The physician proceeded to discontinued active I-thaw and the spasm stopped. The account reported no patient injuries.